Event description:
Affiliate reported that the device was implanted 14 years ago, and it was found that a CT scan confirmed that the abdominal catheter was separated from the hakim valve. Therefore, he tried to replace the abdominal catheter in 2009. During the surgery, he found the valve flow was less than usual and as a result, he replaced the valve too.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.